Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after about a month of fitting the cannula, the patient realized that at night the balloon had deflated on its own. The patient heard the air was passing at the level of the trachea. The balloon was deflated and the white plastic inside looked "peeled off". Patient must have re-inflated it 15 times during the night. Patient had an emergency appointment to change the cannula.